Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience headaches and asthma. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience headaches and asthma. The patient did not report receiving any medical intervention. The reported event of asthma, headache and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case after first attempt to have the device and components returned for evaluation and investigation, the customer has responded on 04/14/2022 but the device has not yet returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.